Manufacturer narrative:
Product analysis product analysis: microscopic examination of the implant displays a brittle fracture. With the number of different products and pieces returned no direction could be established. This type of brittle overload of the implant is due to excessive force either from the material compressing under load and bending or a bending moment induced through the angulation of the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-5. Intra-op, the cage broke during insertion at the l4-5 level. No fragments of the device remained inside the patient. No patient complications were reported as a result of the event.